Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that their device had been taken out, because it was 'broken'. The patient said that they fell in the hospital on (B)(6) 2019 and that was when they started having problems. The patient said that the battery was dead and that they forgot what else was wrong with the device.